Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed all pertinent information available to abbott diabetes care has been submitted.

Event description:
A display message was reported with the adc freestyle libre reader, preventing the customer from obtaining a glucose result. Customer reported receiving a "connected to computer" message and experiencing feeling weak and dizzy. Customer had contact with a healthcare provider who obtained a result of "47 or 49 mg/dl" on their device and subsequently diagnosed the customer with hypoglycemia and treated him with glucose via injection. No further treatment was reported. There was no report of death or permanent impairment associated with this event.